Event description:
A customer reported inconsistent immunohistochemical staining on the dako autostainer link 48 instrument. During the period of (B)(6), the customer conducted immunostaining, and during this time, obtained unexpected negative results on tissue sections. At this time, dako had limited visibility as to the number of slides affected or the specific instrument producing negative stains. Dako opened a complaint for each autostainer at the customer site on (B)(6) 2013. Dako field service engineers did not identify any problems with the instrument while at the customer site. During the visits, the instrument had been verified, tested and monitored according to dako service and maintenance standards. During the period of (B)(6), eight (8) slides from 8 distinct patient cases, previously tested negative, were retested by the customer and declared positive. Dako dispatched a field service engineer to the customer site to investigate. When testing the instruments according to dako standards, no problem was identified. On (B)(6), dako was informed by our field service engineer that 3 x 100 microliter drop volume protocols were used in the customers' protocols, and that the dispense volume may be insufficient for the customers' protocols. At this time, dako also conducted additional internal investigations using 3 x 100 microliter and 2 x 150 microliter drop zones, and concluded that there was not a significant difference in staining between the various volumes and 3 x 100 microliter should not result in negative slides. While the lab's processes could be implicated, dako is conducting further investigations to determine root cause. On (B)(6) 2013, solely at the request of the customer, dako de-installed two instruments. During the investigation, dako received additional information that no patient was misdiagnosed. Dako continues to investigate and has asked for detailed information regarding the source and exact configuration of the antibodies used that produced negative slides, the staining protocols and what was done differently in the subsequent re-testing of the 8 initially negative slides. Detailed information has not been provided by the customer. We have determined through field service reports and on-site discussions that the instruments did not malfunction at the site. The customer has provided information that no patient was misdiagnosed as a result of this incident.

Manufacturer narrative:
Dako does not believe an instrument malfunction occurred, but in the abundance of caution, we are electing to submit this report.